Event description:
A pixel issue on the pump display was reported by the customer, affecting their ability to interact with or read the pump screen. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, instructing the customer to put the malfunctioning pump into storage mode and return it within ten days to avoid charges. The customer was advised to program their settings and connect their cgm to the replacement pump, which was sent without a signature requirement for delivery. Customer reverted to an alternative method of insulin therapy.